Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker as the atrial fibrillation (af) burden appeared lower than expected. Upon review, undersensing was observed. It was also noted that the patient was anticoagulated. Technical services (ts) discussed that af burden was likely inaccurate due to the observed undersensing. Troubleshooting options were reviewed. This pacemaker remains in service. No adverse patient effects were reported.